Manufacturer narrative:
The reported event of unable to interrogate device was confirmed. Based on the information provided, it was determined that three attempts to connect were made, but two failed due to a supervision timeout and one attempt failed due to an internal error. The root cause of the internal error was unable to be determined.

Event description:
It was reported that the device lost communication with bluetooth telemetry during the implant procedure. Despite applying a magnet and using a different programmer, the event was unable to be resolved. The device was able to be paired to the patient's phone and send a transmission. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.